Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported that the display is blank. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The issue was discovered during routine check. There was no delay in therapy reported. The field service engineer (fse) removed and reconnected display cables. The unit is working fine. Observed and done est and sst. All tests passed.